Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading result issue with the adc device. The customer reported they were incoherent, and a reader built-in meter result of 118 mg/dl was obtained. The customer subsequently lost consciousness, and an ambulance was called. A healthcare meter result of 22 mg/dl was obtained and the customer treated with dextrose via IV for hypoglycemia. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader and precision strips were reviewed and the dhrs showed the libre reader and precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed if the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading result issue with the adc device. The customer reported they were incoherent, and a reader built-in meter result of 118 mg/dl was obtained. The customer subsequently lost consciousness, and an ambulance was called. A healthcare meter result of 22 mg/dl was obtained and the customer treated with dextrose via IV for hypoglycemia. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.